Event description:
Complaints text (B)(6) 2018, 12:32:50 erp_rfc_user related svn (B)(4), complaints text (B)(6) 2018 12:32:42, martia204 cust requested to be shipped tomorrow for friday delivery. Complaints text (B)(6) /2018 12:29:28, martia204 initial notes: jared, sr cust crack pump, damaged batt cap. Inquired what led up to the complaint. Customer response: the sticker fell off the label. She noticed the crack for awhile, the batt cap was like this too for couple of months. Most recently it was shutting off. Bumped/dropped/cosmetic damage t/s per dop114-980. Customer states the pump has cosmetic damage. Customer states the pump does show signs of physical damage. 1. Type of damage is: crack, batt cap is also damaged.. 2. Damage occurred: she is not sure . 3. Location of the damage is: the crack is on the back, along the belt clip goes in. She also noticed crack around the reservoir. . She does not have any issues with locking the reservoir. The batt, the coper piece it fell off, the contacts not fully attached inquired if due to reported issue/damage to reservoir compartment/lip/ring the reservoir is unable to lock in place when inserted into pump. Found:the crack on the rservoir comaprtment too. Adv the pump will need to be replaced. Adv to discontinue use of the pump and revert to backup plan per hcp's instructions. Expl rpl policy. Expl interaction aftercare email. Customer's outcome pertaining to the complaint: the pump needs to be rpl due to the physical damage of the batt cap and it keeps shutting off on the cust. Without any warnings. Crack on the back and the reservoir comap. Adv to discontinue using of the pump and revert to back up plan, in warranty additional notes: her bg was normal. Ship: 1 pump, box, le / return: 1 pump reason for return: damage on the batt cap, crack on the reservoir and back of the pump